Event description:
It was reported that an alert was received via the remote monitoring system indicating anti-tachycardia pacing (atp) had been delivered. Review of the event found evidence of oversensing on the right atrial right ventricular (rv) and left ventricular (lv) leads. Some changes in impedance measurements were also noted in the preceding months, though no out-of-range measurements were reported. Upon presentation to clinic for review, all leads demonstrated atrial sensing in addition to loss of capture. An x-ray was performed confirming all leads had dislodged as a result of the patient twiddling their device. All therapy was programmed as the patient is not pacemaker dependent. A revision procedure was later performed during which the chronic leads were explanted and replaced; the device was reimplanted subpectorally and sutured in place. The leads were not made available for return following the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was received via the remote monitoring system indicating anti-tachycardia pacing (atp) had been delivered. Review of the event found evidence of oversensing on the right atrial right ventricular (rv) and left ventricular (lv) leads. Some changes in impedance measurements were also noted in the preceding months, though no out-of-range measurements were reported. Upon presentation to clinic for review, all leads demonstrated atrial sensing in addition to loss of capture. An x-ray was performed confirming all leads had dislodged as a result of the patient twiddling their device. All therapy was programmed as the patient is not pacemaker dependent. A revision procedure is planned in the coming weeks. No adverse patient effects were reported.